Event description:
It was reported that the user was unable to collect a tissue sample (liver biopsy) from a 16g x 16cm biopsy instrument. The device fired correctly, but no sample was obtained. Another biopsy instrument was used to successfully complete the procedure. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The actual sample was received for evaluation. The sample was visually inspected for objectionable conditions and the external surfaces showed no structural damage or visual defects. The needle assembly appeared straight. The device was complete and showed no damaged or detached components. No discrepancy was found as the unit was able to perform intended functions. The device was disassembled and the internal components were inspected for anomalies. None were found. The stylet was pulled from the cannula and then replaced with no issues. There was no evidence found to indicate the device was malfunctioning in any way. The complaint could not be confirmed, as the problem could not be reproduced. The root cause could not be determined.